Manufacturer narrative:
Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Return testing was not completed as returns were not available. The ticket search by lot indicates that the reagent lot performs as expected for this product. Device history record review was performed which did not show any non-conformances or deviations related to the issue under review. In-house testing of a retained kit of the complaint lot was not performed as the issue is not related to product performance. Labeling review concludes that the issue is adequately addressed. Based on the information within the complaint record, the device met performance specifications and performed as intended at the customer site. Based on the investigation, no systemic issue or deficiency of the architect anti-hcv assay was identified. The issue occurred most likely due to a handling error.

Event description:
The customer stated that architect anti-hcv microparticle liquid splashed in their face when their hand slipped and they pushed the septum all the way into the bottle. It splattered on the customers body and face. There was no exposure to mucus membranes (eyes). The customer washed the area thoroughly. No adverse impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information has been included. No additional patient details are available.